Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3007981285-2017-27687).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The cause of the high blood glucose (bg) level was not known. The infusion set was changed and the pump settings were adjusted in an attempt to resolve the high bg prior to the hospitalization. The customer was discharged 3 days later with the high bg and dka resolved. The contact did not have further information regarding the event.